Event description:
Reporter indicated that a dell handheld computer's screen would freeze during interrogation. Resets were performed to resolve the event. Additionally, it was reported that the handheld would display a "not for human use message." Good faith attempts for device return have been unsuccessful to date.